Event description:
It was reported patient's ipg was moving more after the fall which caused the patient pain.

Manufacturer narrative:
A patient experiencing pain/migration at the ipg site was reported to abbott. The patient¿s ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Correction: section b3 - date of event was estimated. Correction: section d10 - therapy dates were corrected from (B)(6) 2015 to (B)(6) 2015. Correction: section h6 - medical device problem code was corrected from adverse event without identified device or use problem to migration.

Event description:
It was reported patient fell directly onto the ipg site. The patient has since begun feeling pain at their ipg site. Surgical intervention took place to explant and replace the ipg. Therapy was restored post-op.